Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device volume test failed. There was no patient involvement reported.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed intact housing. Upon inspection, investigation found that the device had ec114 which is due to the motor being faulty that caused the volume test to fail. Replaced motor and recalibrated the device.